Manufacturer narrative:
The patient's age is unknown; however the patient was reported to be over 18 years of age. (B)(4) for the reported event of handle cannula detached. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula detached. The handle cannula has marks from the assembly process performed during manufacturing. The internal surface of the finger ring was also checked and one edge of the internal groove was damaged. The complaint was confirmed; the handle cannula was detached. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. Corrective action has been initiated to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the nurse actuated the handle of the snare to close around a polyp, the handle cannula detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. It was reported that there was no adverse effect on the patient.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the nurse actuated the handle of the snare to close around a polyp, the handle cannula detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. It was reported that there was no adverse effect on the patient.